Event description:
(B)(4). It was reported that unstable angina occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina as well as other objective evidence of ischemia, and the patient was referred for cardiac catheterization. A 90% stenosed, 34mm in length target lesion was identified in the mid left anterior descending artery (lad) with a reference diameter of 3mm. The target lesion was treated with pre dilatation, placement of a 3.00 x 38 mm study stent, and post-dilatation with 0% residual stenosis. Three days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2014, the patient presented with unstable angina. The patient was hospitalized and underwent target vessel revascularization (tvr) to the proximal lad with 40% residual stenosis post intervention. On the same day, the patient recovered and the event was considered resolved. The patient was discharged two days later.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that unstable angina occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as unstable angina as well as other objective evidence of ischemia, and the patient was referred for cardiac catheterization. A 90% stenosed, 34mm in length target lesion was identified in the mid left anterior descending artery (lad) with a reference diameter of 3mm. The target lesion was treated with pre dilatation, placement of a 3.00 x 38 mm study stent, and post-dilatation with 0% residual stenosis. Three days post procedure, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2014, the patient presented with unstable angina. The patient was hospitalized and underwent target vessel revascularization (tvr) to the proximal lad with 40% residual stenosis post intervention. On the same day, the patient recovered and the event was considered resolved. The patient was discharged two days later.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).